Event description:
Additional information was received from a consumer. It was reported that the patient thought that the circumstances that led to the bladder not being quite as good, increase in frequency, and urinary tract infection was from their arthritis medicine in the IV form. It was noted antibiotics were taken to resolve the symptoms. It was noted the error message and seeing the sync screen had been resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported they kept getting an error message; they had attempted a few times to use the controller. The patient noted they might also have a urinary tract infection (uti). Additional information from the patient reported they were trying to increase and got the sync now screen. The patient reported her patient programmer batteries only lasted 2 or 3 times, did not last too long. The patient reported it was helping her bowels pretty good, but her bladder wasn¿t doing quite as good, she had some utis and going to the bathroom more. The patient stated she had been through 2 rounds of antibiotics. The patient noted therapy was not on. The patient reported she thought she might have turned it off when pressing all the buttons. The patient was able to turn therapy on. It was noted upon initial sync the patient reported she was on program 4 at 1.8 and after the patient turned stimulation she was on program 4 at 0.8 and stated stimulation was comfortable. The patient noted she had a knee replacement surgery. The patient also noted she had a fall a couple of weeks prior to the call. The patient noted she was going to call the healthcare professional (hcp) and make an appointment. The patient planned on getting new alkaline batteries. The patient is implanted for urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.